Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced atypical atrial flutter, dyspnea, and fatigue in relation to a cardiac ablation procedure. An electrocardiogram showed the atypical flutter. It was also noted that the catheter used was expired. Two months later, the patient was hospitalized overnight for a repeat ablation. The patient recovered and the event resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5 (the catheter used was not expired) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The catheter used in the procedure was not expired. It was later reported that the atrial flutter was a recurring arrythmia, and that it recurred accompanied by the dyspnea and fatigue approximately three months post-operatively to the cardiac ablation procedure.